Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Bilateral stents placed. Retroperitoneal cutdown done to sew limb to common iliac. Left hypogastric coiled intraoperatively.